Event description:
Patient was revised to address pain and osteolysis.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update: 3/10/2014 - litigation received. Litigation alleges permanent harm by sever metal poisoning and metallosis from the metal debris of the asr implants. This complaint was updated on: 03/25/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 6/18/2014 - due to der received for right hip, investigation into part/lot and doi was made. It has been determined that the doi and part/lot information provided originally for this hip actually belongs to the right hip. The products on this complaint are being changed to unknown. Doi updated. There is no new additional information that would affect the investigation. This complaint was updated on: 07/07/2014.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.